Manufacturer narrative:
A patient experience ineffective stimulation/therapy and pain at the ipg site was reported to abbott. As a result, the patient's system was explanted to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-01049, 3006705815-2022-01050. It was reported that the patient was experiencing ineffective therapy and pain at the ipg site. As a result, surgical intervention occurred wherein the system was explanted and replaced to address the issue.